Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The pump user guide states, "tandem diabetes care, inc. Recommends periodically checking the battery level indicator, charging the pump for a short period of time every day (10 to 15 minutes), and also avoiding frequent full discharges." H3 other text : device not returned.

Event description:
It was reported that the customer went to the emergency room (ER) with the customer's continuous glucose monitor reading "high", however, a specific blood glucose (bg) value was not provided. Customer was treated with intravenous fluids of saline and insulin to address the elevated bg. It was reported that the customer allowed the pump battery to fully deplete due to not charging the battery and the pump subsequently shut off. At the time of the report, the customer had not been discharged. Multiple attempts were made by tandem technical support to obtain additional information; however, the customer did not respond.